Manufacturer narrative:
Session records were provided for review by technical services. Analysis of the session records indicated that the post-sensed t-wave oversensing (pstwos) and undersensing event was sensed by the device.

Event description:
It was reported that during remote follow up, post-sensed t-wave oversensing (pstwos) and undersensing were noted on the device. Abbott technical support was contacted, however, no intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.